Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no signs of external damage but there was contamination around the tubing guides and dry particulate covering the whole pump. Event log history was performed and indicated that force sensor test was recorded in history. During analysis, it was noted that the force senor value was noted to be out of specification. In addition, moisture/fluid was noted inside the plunger head. Service replaced the entire plunger head assembly, including the plunger cable. Service also performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test failure on power up. No adverse effects were reported.